Event description:
It was reported that the ureteral catheters soft tip was dislodged in patient's kidney during retrograde pyelogram on (B)(6) 2026. Device breakage went undetected at conclusion of surgery. Foreign body was identified on subsequent imaging for patient. Doctor attempted to retrieve foreign body while completing percutaneous nephrolithotomy and the foreign body was pushed into bladder. On (B)(6) 2026 patient returned to operating room for retrieval of foreign body and fulguration of bleeding. Doctor retrieved foreign body and sent to pathology. Visual identification indicated foreign body was likely soft tip of the ureteral catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.